Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the pt has a scratch on the cornea after a thermage treatment on the eyelids. The reporter also indicated that the pt had an inverted eyelash.